Event description:
Affiliate reported that an incident with a mortal outcome has occurred at a hospital; implants manufactured by codman had been used in the care of the patient. The doctor involved with this case is on vacation until (B)(6) 2013, therefore no additional information is available until he returns. It is also not possible to determine if the devices caused or contributed to the patient¿s death.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Additional information from the affiliate stated that based on the report received from the authorities the patient was found at home and "contact could not be reached". At the hospital, the patient was declared dead. The affiliate reported that they have not been able to receive more information from the hospital.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.